Event description:
It was reported that the patient presented remotely. Upon review, the implantable cardioverter defibrillator exhibited wireless bluetooth communication problem. No intervention was performed. No patient consequences.

Event description:
New information notes that the patient visited clinic on (B)(6) 2023. The mobile application was uninstalled and then reinstalled. The issue was resolved. No patient consequences.